Event description:
A report was received that the patient was experiencing lead site discomfort. The physician believed that the pain was device related and prescribed the patient with tramadol. The patient will undergo lead revision procedure.

Event description:
A report was received that the patient was experiencing lead site discomfort. The physician believed that the pain was device related and prescribed the patient with tramadol. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.